Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 160 mg/dl. The customer was assisted with troubleshooting. The customer stated that the when they filling the reservoir the insulin was leaking from the needle in the transfer guard. Customer states they threw it in the sharps container. Customer states that they continued to use the reservoir. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.